Event description:
The consumer reported receiving 3rd degree burns to her legs from the heating pad. She went to the emergency room for treatment when she woke up. She was sleeping with the heating pad at the time of the event which is contrary to proper use instruction. Burns of the nature are caused by placing the heating pad between the skin and another solid object.